Event description:
A nurse contacted baxter's (B)(4) regarding questions about the patient's drain volume on the homechoice (hc) device. The nurse (rn) called because she thought that the drain volume seemed high. The pt did not feel overfilled. The technical service representative (tsr) reviewed the prescription (rx) with the rn. Fill volume was 2500ml. A drain volume on (B)(6) 2010 was 4700ml for the final drain. This drain volume meets increased intraperitoneal volume (iipv). The patient did not complain of pain or overfill, after reviewing the pd results for all of the days recorded. The rn decided not to change the rx. On (B)(6) 2010, (B)(4) followed up with the hp's nurse regarding the drain volume on 5/6. The nurse confirmed that the hp had a dv of 4700ml on (B)(6) 2010 for the final drain, which was drain 4. A swap of the device was offered, however the nurse declined. The nurse stated that the hc device was working fine and the patient is doing well with treatments. The nurse confirmed there was no patient injury or medical intervention associated with this report. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. As a result, an assignable cause of the reported difficulty could not be determined. The most probable cause of the reported incident based on review of pmda and the iipv decision tree was determined to be: use error, the tidal uf removal was set too low. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. Trending: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Corrected 510k number as the initial medwatch contained an incorrect 510k.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be sent.